Event description:
Related manufacture reference number: 2017865-2024-03980. It was reported that the patient presented in the emergency room. Interrogation noted that the implantable cardioverter defibrillator performed inappropriate shocks due to right ventricular lead noise oversensing. The implantable cardioverter defibrillator was explanted on (B)(6) 2024 while the right ventricular lead was capped and replaced during the same procedure. The patient is recovering from procedure.